Event description:
3m IV pump used for flolan administration stopped functioning and displayed message "system check turn pump off." At that time, the flolan tubing was switched to a backup pump. No pt injury.